Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a sling replacement procedure performed on (B)(6), 2018 for treatment of recurrent stress urinary incontinence and midline exposure of a previously implanted mid-urethral sling. As reported by the patient's attorney, the patient had experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2018, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implanting surgeon is: dr. (B)(6). (B)(4).